Manufacturer narrative:
(B)(4). UDI# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from consistently firing correctly. The device was disassembled. Die casting anomalies on the forming tool and flash in the cover block were discovered. An investigation was previously initiated to evaluate this issue and it identified flash in the cover block as the probable root cause of this issue. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire skin staplers prior to use on patient". No patient involvement.